Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia, and stress urinary incontinence. She underwent vaginal urethrolysis with excision of eroded mesh on (B)(6) 2007; and underwent cystoscopy on (B)(6) 2008. Then, the patient underwent transobturator placement (the manufacturer of product was not identified) on (B)(6) 2009. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2007 due to recurring stress urinary incontinence and sling erosion. It was reported that the patient had a cystoscopy performed on (B)(6) 2008. No additional information was provided. (B)(4).